Event description:
Caller alleged that pump bolus calculation was incorrect and noticed it after bolus delivery. The customer's blood glucose (bg) level was displayed as "low"; although a specific value was not provided. The customer addressed the bg with consuming glucose tablets. Technical support educated caller on correction bolus calculations and confirmed that carb ratio and correction factor settings were correct.